Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus and fell in the patient's stomach. The capsule was successfully inserted, and the vacuum was applied at 575mmhg for 50 seconds. Following the standard protocol, the vacuum was turned off and the tube was carefully removed to avoid dislodging the delivery device and to ensure proper attachment of the capsule to the patient's esophagus. After the delivery device was removed, the endoscope was introduced to confirm placement. However, upon inspection, the capsule had unfortunately detached and fallen down. The patient had heart burn and chest pain after the capsule failed to attach to the patient's esophagus. There was nothing unusual about the patient or the procedure. Lubrication was used to facilitate the placement of the capsule. There was no patient and user harm.